Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a follow-up, several episodes showing noise sensing were observed. The noise could result from either an interaction with an external source, or a lead issue, or t-wave oversensing.